Manufacturer narrative:
Product catalog,lot number and UDI were not provided. Without a lot number, the expiration date and date of manufacturer could not be determined. 3m made unsuccessful attempts to obtain additional information for evaluation of this report. No information has been received to date, including clarification of product, clarification of size and location of alleged injury, skin preparation used, drape application and or removal technique. The product reported to 3m was listed as ioban surgical tape. 3m does not offer a product under that name. Although 3m was unable to clarify the product, this report was created for 3m¿ ioban¿ 2 antimicrobial incise drape. End of report

Event description:
A law firm reported that a female client, age unspecified, had an exploratory laparotomy and cytoreductive surgery with hipac on (B)(6) 2017. The client's incision site on her anterior abdominal wall was reportedly draped with an "ioban surgical tape" (model not specified). The client allegedly experienced a severe reaction, described as blistered, torn and burned skin on her abdomen. The client allegedly underwent debridement of the abdominal wound on (B)(6) 2017. On (B)(6) 2017, the abdominal wound was reportedly showing signs of improvement.